Manufacturer narrative:
Low battery fails confirmed in memory. Root cause inconclusive the investigation was unable to replicate the low battery fails with the returned pad-pak. The pad-pak voltage was consistent with its expiry date of august 2022, and no fault was found with the pad-pak plastics to suggest a fitment issue within the AED. The pad-pak crimp connections, pogo-pins and battery cable were verified during the investigation. Throughout testing the device displayed no fault, even when stressed under elevated temperature and humidity, for 7 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. Given no fault found with either the AED or returned pad-pak, the low battery fails and voltage fluctuations may have been a consequence of the significant temperature fluctuations observed throughout the device memory, which continued up to 10 days before the low battery fails. Alternatively, these may have been triggered by an incorrectly seated pad-pak, due to the low battery fails being only issued on two occasions during user intervention.

Event description:
Low battery. No patient involved.

Event description:
Low battery. No patient involved.